Manufacturer narrative:
Correction: section b date of event and section h imdrf annex c & d codes

Event description:
It was reported that when using the bd pyxis¿ medbank tower a different cubie popped on issue. User wanted to pull a med, a fentanyl patch but zofran kept coming up and the screen took over. The drawer opened up but the cubie didn't open, and the count was off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the different cubie popping on issue. A technical support specialist observed the cubie that was appearing and confirmed it was assigned to only one space and was physically present in the drawer at the time of the check. Myqlink was reviewed to troubleshoot any mismatch in item counts. The customer stated user wanted to identify any discrepancies in the cabinet inventory. To correct the counts, a cycle count was recommended. The cubie needed to be returned to the pharmacy. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a different cubie popped on issue. User wanted to pull a med, a fentanyl patch but zofran kept coming up and the screen took over. The drawer opened up but the cubie didn't open, and the count was off. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.